Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Review of device history record no deviation was found in device history record. Verification of reserve samples no deviation was found. Sample investigation the customer provided one unused, non-contaminated unit, lacking its original primary packaging, for direct evaluation. Visual inspection confirmed the presence of a white speck, approximately 1 mm in diameter, located on the inner surface of the apex container. The anomaly generated a slight tactile protrusion, thereby corroborating the reported complaint. To further characterize the defect, the unit was filled with saline solution. Upon filling, the speck separated into two distinct portions, each adhering to the apex flaps, thereby confirming its presence within the fluid path. Detailed examination indicated that the material is consistent with a silicone residue. The most probable root cause is a residual from the tubing extrusion process that remained embedded within the apex container fluid path. Due to its characteristics and limited detectability, the contamination was not identified nor removed during subsequent in-process inspection and control stages. Measure the production department will be formally notified to reinforce awareness and diligence regarding in-process inspection controls, with specific emphasis on the identification and segregation of non-conforming products. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: I have 1 apex eva mixing container 3 liter bag and it has a white foreign matter inside the bag and I would like to report that issue.